Event description:
Patient called stating he had a left hip replacement 10 years ago. Patient was revised to stryker devices on or about (B)(6) 2019 due to broken implant.

Manufacturer narrative:
This record is a duplicate of MFR#0002249697-2019-01248. Therefore, this record will be cancelled.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left hip replacement 10 years ago. Patient was revised to stryker devices on or about (B)(6) 2019 due to broken implant.